Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small grasping retractor instrument to perform failure analysis. The reported issue was confirmed. The instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the small grasping retractor instrument had a broken cable or cord. The procedure was completed with no indication of patient injury.